Event description:
It was reported that the patient underwent a revision procedure due to the device did not work as expected two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The physician performed diagnostic testing and found one of the cylinders had a hole. The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. The patient got better following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device did not work as expected two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The physician performed diagnostic testing and found one of the cylinders had a hole. The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. The patient got better following the procedure.

Manufacturer narrative:
Product analysis confirmed the reported allegations related to hole in cylinder and mechanical issue. The ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has a excess air between the inner and outer tubes that result of ballooning/bulging in cylinder body when inflated. Cylinder has fold that indicate possible buckling of the cylinders in the proximal cylinder body; leak was found at corner of wear at fold. Cylinder has wear at folds in cylinder body. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event.